Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer was provided with a quote for repair. However, the customer declined to proceed with repairs as they don't use the cine function frequently. The unit is operating as intended minus the cine function. No further info is available.